Event description:
A nurse mgr reported that a sys message displayed indicating a "24v failure" and locked prior to the procedure. The procedure, along with other procedures scheduled for that day, were canceled after the pt had received peribulbar anesthesia. There was no reported harm to the pt.

Manufacturer narrative:
The company rep examined the sys and confirmed the sys message reported. The company rep replaced the power supply and repaired the front panel printed circuit board (pcb). Preventive maintenance was performed. The sys was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause cannot be determined conclusively. (B)(4).